Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. The lead returned with the helix retracted, and in segments. No further helix testing possible. Concomitant medical products: (B)(4) lead implanted (B)(6) 2006; (B)(4) ICD implanted, (B)(6) 2011. (B)(4).

Event description:
The right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was explanted and replaced. During laser extraction of the rv lead the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.